Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to a bending overload caused by surgeon error.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the stem inserter fractured leaving threads stuck inside the stem. The stem was removed and another stem and inserter were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.